Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unspecified time. The patient claimed she manages her diabetes with combinations of oral medication (metformin), insulin (lantus), and baby aspirin. At the time of the alleged issue, the patient denied taking any action regarding her diabetes regimen. The patient denied developing symptoms. At an unknown time on (B)(6) 2011, the patient reported she was admitted to the emergency room (ER) for assistance. At the time the of the ER, the patient claimed she was administered a "drip" and insulin (type/dose not specified). According to the cca documentation, the day after the patient was admitted to the ER, the patient was tested by the ER/hospital meter with a reading of "288 mg/dl". At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, the correct test strips were used, and the meter did not require a new battery replacement. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.